Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case, liquid crystal display (lcd) lens and bail cover were broken, the upper case was contaminated and the lcd was out of specification electrically as it was missing pixels, which caused it to fail an incoming vxi test. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.